Event description:
It was reported that starting on (B)(6) 2021 yellow diamond alarms have been going off randomly throughout the day. It is noted that the alarms last anywhere from 1-4 beep in sequence; alarms only occur when on batteries and mobile power unit (mpu). Batteries were found to be current and not past expiration. The patient is unaware of the last time batteries were cleaned but has done it in the past. The patient reports never having cleaned battery clip connections but has cleaned the connections on the battery charger. The patient knows how to calibrate her batteries and does this when it is needed and the batteries she had in clinic did not need to be calibrated. A review of the alarms reveals multiple pi events daily from (B)(6) 2021 to (B)(6) 2021. Pi events were found to occur many times within a one-hour timeframe; the patient reports not hearing audible alarms for every pi event. The patient reports ensuring tight connection to power sources. Log review captured low supply voltages while on the mpu. System monitor file review showed pump voltage readings were 14.2v never dropped below 14v indicating controller leads are in normal condition; this shows that low supply voltages in the log files are caused by an issue with the mpu.

Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Manufacturer's investigation conclusion: he reported event of low voltage alarm was confirmed via the log file review. The log file spanned approximately 18 days ((B)(6) 2021 per the timestamp). Throughout the log file, rsoc voltages fluctuated between 10.8v and 12.4v which is lower than the expected voltage 12.7v while the device was connected to mobile power unit. This coincided with low voltage advisory alarms that activated throughout the log file due to fluctuating rsoc voltages on the power cables. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The mobile power unit was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low voltage advisory. No further information was provided. The manufacturer is closing the file on this event.